Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) therapies were turned off in order to detect interference/compatibility with equipment at a chiropractor¿s office. When the magnetic equipment was placed directly over the implanted device for approximately six seconds, an alert sounded and the device lost telemetry with the programmer. The flash memory of the device had been corrupted, causing a reset that the device cannot recover from. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. An attempt was made to interrogate device before it was sterilized. The device had a flash memory failure and was unable to be interrogated. Further analysis confirmed the reported flash memory error failure. The device was in back-up mode. After programming the device out of back-up mode, testing and evaluation reported normal operation with typical current drain levels and functionality. There was no confirmation of an abnormal high current condition that would have resulted in the reported failure. The integrity of the flash memory was tested with no failures.

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because the file could not be read.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported flash memory error failure. After programming the device out of back-up mode, testing and evaluation reported normal operation with typical current drain levels and functionality. There was no confirmation of an abnormal high current condition that would have resulted in the reported failure. The integrity of the flash memory was tested with no failures. Since a high current drain condition was not present, the cause of the flash memory error was not determined. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).